Event description:
Inflation difficulty.

Manufacturer narrative:
As reported by our affiliate, during a procedure, the balloon catheter did not inflate well. Clinical impression: per this report rec'd, this 2.5mm x 10mm ptca balloon catheter did not inflate "well." There is no further information forthcoming. Based on this limited information, it is not possible to draw a conclusion between the device and the event. Preliminary comments: roden rec'd 10/12/2004. Not a bx sonic was returned, but a raptor otw, product will be sent to co. Visual analysis: the outer body member was found to be completely fractured at 1.3 cm distal to the strain relief distal end. A twist-type kink was noted adjacent to this fracture. The inner member was not fractured. Traces of dried blood residue was noted inside the guidewire hub. Additional info: device and lot history record review: this is the only report of this type received for this catalog number six months prior to the alert date. Evaluation conclusion: the outer body member was found to be completely fractured at 1.3 cm distal to the strain relief distal end. A twist-type kink was noted adjacent to this fracture. The inner member was not fractured. Traces of dried blood residue was noted inside the guidewire hub. The balloon inflation lumen was pressurized with water revealing a leak source at the fracture site. The outer body member was found to be completely fractured at the hub interface, the exact cause of this fracture was not determined, although it is believed to be related to a twist-type bending moment. The balloon was found to be intact. Balloon catheters are uson tested 100% for leaks prior to packaging. Action taken: no corrective action will be taken, the anomaly does not appear to be manufacturing related.